Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pacemaker replacement, the patient had no underlying rhythm. The physician programmed the ventricular pacing polarity to bipolar prior to the lead being connected. When the physician disconnected the lead from the old pacemaker and connected to the subject device, there was no pacing; even though the lead had been connected appropriately. Only when the device was put in the pocket, unipolar pacing was observed (around 5 minutes of asystole was noted).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, during pacemaker replacement, the patient had no underlying rhythm. The physician programmed the ventricular pacing polarity to bipolar prior to the lead being connected. When the physician disconnected the lead from the old pacemaker and connected to the subject device, there was no pacing; even though the lead had been connected appropriately. Only when the device was put in the pocket, unipolar pacing was observed (around 5 minutes of asystole was noted).